Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply voltage was adjusted. The system was then found to be operating as intended.

Event description:
The customer reported a displayed communication fail error message. This error message will likely result in a system shut down, lock-up or prevent the system from booting up. There is no report of pt injury associated with this event.